Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptom. The device treatment data showed 6 extra placements were performed, which may indicate the axillae were treated twice in one give treatment or double-pass. It is specified in the user manual and clinical protocol not to perform double pass treatments, since it may contribute to side effects. Miradry notified the clinic to stop performing double-pass treatments. Pt info requested.

Event description:
Clinic reported a patient who experienced pain and swelling on right axilla19 days post miradry treatment. The affected area was incised and drained a few days later by a local hospital. Fluid was drained, which contained blood and necrotic tissue. A bacterial culture was taken but results were negative. A tube was placed in right axilla and removed 2 days later. The physician diagnosed the symptoms as seroma. At 25 days post-treatment, a difference area of the axilla was drained. The patient was admitted into the plastic surgery department at the hospital. The right axilla became stable but the left axilla became worse. An echo scan showed liquid under the skin, which was drained out and sent for bacteria culture test. Results of the second culture was not provided. Even thought the culture result was negative, other physicians suspected the symptoms were an infection. By 33 days post-treatment, both axillae were stable and recovering.